Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse performed all functional test with simulator, verified proper function in all trigger, rates and modes. No unusual sounds were noted. The fse then performed all functional, pneumatic and electrical safety tests which passed. The iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was making a loud clicking sound. There was no harm or injury to the patient reported.